Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the 38 degree thermostat shuts off at 42 degrees. Since the event occurred during preventative maintenance, there was no patient involvement during this event.